Event description:
It was reported to boston scientific corporation that during an "anterior repair with graft and mid-urethral sling" procedure using an uphold vaginal support system, the physician, after having thrown the mesh leg assembly through the patient's sacrospinous ligament, "heard a snap" and the dilator started to stretch as the physician attempted to pull the mesh leg assembly through the ligament. It was supposed that the suture had detached inside the dilator. The physician then grabbed "as far back on the dilator as he could" and pulled it through the ligament. But as the physician was cutting through one side of the leader loop, he experienced "a lot" of resistance, and at this time, the plastic sleeve and the suture detached from the mesh leg assembly. Neither the suture nor the plastic sleeve fell inside the pt. The procedure was completed with this device without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).